Event description:
The customer reported that the insulin pump alarmed an error. The blood glucose reading was 126mg/dl. Troubleshooting was performed. Assisted the caller to run the displacement test and the test failed. Advised the caller that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarms noted during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to motor error alarms.